Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) lead, presented to the hospital with a possible pocket infection. The physician observed a broken stitch and a possible abscess. The patient was treated medically due to suspected infection. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this system remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.